Event description:
A caller reported a cartridge alarm with the pump, and it did not cause the customer¿s blood glucose to exceed 500 mg/dl. Cts confirmed the occurrence with consecutive cartridges and decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery continues. Cts provided instructions on how to put the pump into storage mode before returning it and guided the caller on actions to take upon receiving the replacement pump. A return box and pre-paid label were arranged for returning the problematic pump.